Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock, due to t-wave oversensing. The patient was brought to the clinic for troubleshooting. In the clinic, automatic set-up was performed but the device picked the secondary vector, which is the vector in use when the inappropriate shock occurred. The device was reprogrammed to primary and an exercise test was done, as the patient's heart rate was about 140 bpm at the time of the shock. During exercise, the t-waves increased while the r-waves decreased. This occurred in both secondary and primary vectors, but less so in primary. The rate cut offs were increased in both zones, and the patient will be monitored in the remote monitoring system. Technical services reviewed the available data from the troubleshooting and agreed with the programming changes. The device remains implanted and in service. No adverse patient effects were reported outside of the inappropriate shock. Additional information was received. Over two years later, the patient received another inappropriate shock. It was noted smart pass had disabled due to small amplitude r-waves, and the episode showed t-waves and p-waves were oversensed as they were the same size as the diminished r-wave amplitudes. X-rays were performed and showed an optimal system placement that had not moved since implant. A new screening was done and no vectors were passing in any positions. It was also reported that the physician found changes between the patient's current ECG and their past ones. The s-ICD system was explanted and replaced with a transvenous ICD system. No additional adverse patient effects were reported. The explanted products were not planned to be returned for analysis.